Manufacturer narrative:
Follow-up #1: date of submission 05/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/07/2014 with the following findings: the keypad cover was observed to be intact. The up, down, and ok buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and okay buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.